Event description:
Information was received that the cadd legacy pump reboots at start and then went to error 1720. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The device passed all functional and delivery test. Based on the evidence, the compliant was not confirmed. The root cause could not be identified.